Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3550ds, product type: accessory.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that a depth stopper from one of the lead kits was faulty and did not hold the lead securely. No factors noted to have led to the event. While the hcp was using the lead depth stopper, we requested he ensure the ad was secured prior to implanting the lead and neither the representatives nor the hcp reported any issues with the depth stopper during the procedure and leads were placed correctly as confirmed by intra-operative x-ray. However, at the end of the case, the hcp mentioned he still did not think the lead depth stoppers were working correctly unfortunately, by that time all products had been discarded and the representatives were unable to obtain the depth stopper the hcp felt was faulty. The issue was noted as resolved at the time of the report. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.